Manufacturer narrative:
Initial 1 of 9 based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced nine infusion set issues in which the insertion needle gets stuck and be really hard to remove from cannula after insertion events on (B)(6) 2026. Due to the event, the patient experienced high blood glucose level and was treated with correction injection via multiple daily injections. The patient replaced infusion set and resumed insulin deliveries successfully.